Event description:
It was reported that the patient is putting tubing in the applicator notch prior to cocking applicator, leading to bent cannula and experienced hyperglycemia which was treated with correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-10768 / initial 5 of 5. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.